Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider via a representative regarding a patient in (B)(6) who was receiving and unknown drug via an implantable pump. It was reported that the patient had previous catheter revision/s. No further information was provided. Therefore, additional information has been requested for the missing information including model/serial of the revision product, revision event dates, patient symptoms, troubleshooting, actions/interventions, drug concentration, drug dose, medical history, concomitant medications, and indications for use. If additional information is received, a follow-up report will be submitted.